Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The customer reported to have replaced the graphic user interface (gui) cpu pcb. The covidien customer supported engineer (cse) was only authorized to upload the software. The ventilator passed all testing.